Event description:
The customer stated: the plastic safety cover was not on all of the way, partially exposing the scalpel blade. Employee was cut. There is injury. And clinical data has been requested.